Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that remote monitoring data identified an untreated episode for this subcutaneous implantable cardioverter defibrillator (sicd). Episode review was requested. A boston scientific technical services consultant reviewed the subcutaneous electrogram (secg) which showed sinus rhythm with an extended period of first-degree heart block before a morphology change occurred. Ten seconds of oversensing was noted and then the patient's rate increased to approximately 120bpm for several cycles. The device charged before the rhythm returned to the original morphology and the shock was diverted. There were two 1.75 second pauses post rhythm change, and the patient's rate was noted to be approximately 35bpm. The clinical observations and device data were documented. No adverse patient effects were reported.